Event description:
The ge oec 9800 fluoroscopy system would not save images correctly. Facility bme tried to re-load software unsuccessfully. System removed from use for service.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective hard drive that was removed and replaced. The software was re-loaded to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.